Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator was oversensing myopotentials, causing pacing inhibition. The patient was not pacemaker dependent. Programming changes were made in clinic, and the patient would continue to be monitored. There were no patient symptoms or consequences.